Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout alarm and blank display. The customer¿s blood glucose level was unknown. The customer stated that the display did not return after reinserting the battery. Customer was unable to clear the alarm and was also unable to rewind the insulin pump. The customer was advised to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, failed battery test alarms or a13/e13 alarm noted during testing. (B)(4).